Event description:
Secondary line hooked into maintenance line. The piggyback noted to be running into maintenance bag. Lines checked by 2 nurses and found to be hung correctly. All lines changed out, rehung, flowed correctly.